Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. The device turns on when plugged into a power source. There was no impact to customers blood glucose level.